Manufacturer narrative:
Unit received with cracked battery tube threads. Unit passed displacement test, idle current test, run current test, self test and off no power test. Unit received with normal operating currents. No unexpected low battery alarm noted. All buttons functioning properly. No damage in the keypad assembly noted. The keypad connector j2/lcd locked properly during visual inspection. No button error alarm during testing. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
It was reported that the insulin pump alarmed button error. Customer's blood glucose level was not reported. The device was not returned.